Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum outputs. During a device upgrade on (B)(6) 2014, the left ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.